Event description:
The report rec'd from the study indicated that three (3) days after the index procedure, the pt developed chest pain, dyspnea, diaphoresis, and expired within thirty-mins. The info was obtained through contact with a family member. The pt had two (2) cypher select plus stents implanted during the elective index procedure. There was no reported evidence of myocardial infarction (mi). No re-percutaneous coronary intervention (re-pci) or coronary artery bypass graft (CABG) surgery occurred prior to the adverse event (ae). No autopsy was done. The event was reported to have a probable relationship to the study device(s) and procedure. The event was not related to another cordis prod. Add'l info has been requested.

Manufacturer narrative:
The indication for the index procedure was an acute anterior wall non-st elevation (nstemi), non-q wave mi greater than seven days (>7) prior to the procedure. No thrombolytic therapy was administered, no cardiac arrest occurred, and no cardiogenic shock occurred. The onset of pain was greater than 72 hrs (>72). The pt was noted to have two-vessel disease and one lesion was treated during the index procedure. The left ventricular ejection fraction was greater than 50% (lvef >50%). No staged procedure was planned. The target lesion for the procedure was the mid circumflex. The lesion had two adjacent branches: the first obtuse marginal (1st om) and an "other" obtuse segment. The lesion was reported to be: de novo, 2.75 mm vessel diameter, 10 mm length, a bifurcation requiring double guidewire, ostial, irregular, a moderately tortuous proximal segment, an angulation =>45 degrees and <=90 degrees, eccentric, little or no calcium, absent of thrombus, and type c. The lesion was pre-dilated as planned with a 2.5x17mm balloon at 17 atm. A cypher select plus 2.75x18mm stent (stent#1) was implanted at 10 atm. The stent was post-dilated with a 2.75x18mm balloon at 18 atm due to the bifurcation. A satisfactory result was obtained. A cypher 2.75x23mm stent (stent #2) was implanted at 15 atm. The stent was post-dilated with a 2.75x23mm balloon at 14 atm due to bifurcation. A satisfactory result was obtained. The stents were overlapping and the crush stenting technique was used. There were no adverse event or prod deviations reported. The pt was discharged two days after the index procedure on aspirin 100 mg/day permanently, clopidogrel 75 mg/day for 12 mos, statins, oral diabetic medication, and ace inhibitor therapy. Please note that device is distributed outside the united states, however, it is similar to the united states prod. The prod is not available for eval and testing. A report rec'd from the study indicated that three (3) days after the index procedure the pt developed chest pain, dyspnea, diaphoresis, and expired within thirty-mins. The pt had two (2) cypher select plus stents implanted during the elective index procedure. There was no reported evidence of myocardial infarction (mi). No re-percutaneous coronary intervention (re-pci) or coronary artery bypass graft (CABG) surgery occurred prior to the adverse event (ae). No autopsy was done. The pt was a 67-yr old male with a medical history of: previous percutaneous coronary intervention (pci), smoking, diabetes mellitus, previous myocardial infarction (mi), and peripheral vascular disease (pvd). The pt's medical history and risk factors specifically of past pci, history of pvd, diabetes, and active smoking put him at increased risk for mace. The indication for the index procedure was an acute anterior wall non-st elevation (nstemi), non-q wave mi greater than seven days (>7) prior to the procedure. The pt was noted to have two-vessel disease and one lesion was treated during the index procedure. Two cypher select plus stents were implanted in the mid circumflex target lesion in overlapping fashion. The lesion had two adjacent branches: the first obtuse marginal (1st om) and an "other obtuse segment. The lesion was reported to be: a bifurcation requiring double guidewire, ostial, a moderately tortuous proximal segment, an angulation =>45 degrees and <=90 degrees, eccentric and type c. As per the instructions for use (IFU), the use of the cypher select plus stent is contraindicated in pts with lesions judged to prevent complete expansion of an angioplasty balloon. The IFU also states that the use and effectiveness of the cypher select plus stent has not been established in pts with tortuous vessel that may impair stent placement in the region of the obstruction or proximal to the lesion. The devices remain implanted in the pt and are not available for inspection. Mfg record (DHR) review was conducted for both prod lot #s and the prods met quality requirements for prod acceptance. Based on the arc definitions, the possibility of sub-acute coronary stent thrombosis cannot be excluded. Sub acute thrombosis is a known complication of coronary stenting. Usage of the prod other than that indicated in the prod's instructions for use (IFU) may involve add'l risks not described in the labeling. Based on the info provided, it is not possible to draw a conclusion about a relationship between the device and the event. However, there are possible pt, and lesion/vessel factors that may have contributed to it. This is one of two prods used during the same procedure. Please reference MFR report # 9616099-2008-00424 and 00425. Please note that this is the initial/final report for this prod.